Event description:
A patient reported that the battery of their g4 4-cell device was lasting only 25 minutes when fully charged, leading to concerns about the device's functionality, the patient was contacted multiple times. During the third contact, the patient shared that after attaching the unit, the strap broke, and within 20 minutes, the battery lost power. Both audible and visual alarms were active at the time. She switched to an alternative oxygen supply but still experienced shortness of breath. As a result, she went to the hospital and was admitted for four days, receiving treatment with medications, breathing treatments, and supplemental oxygen. Following her discharge, the patient reported that she was doing fine, though she continued to experience some difficulty breathing due to her medical condition. She remains on oxygen 24/7 at level 5 and did not receive a replacement unit. No ongoing complications from the event were noted.

Manufacturer narrative:
Patient stated that the battery was only lasting 25 minutes, a replacement unit is being provided.